Manufacturer narrative:
The rv lead was surgically abandoned and therefore, will not be returned. The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the right ventricular (rv) lead exhibited a decrease in pacing impedance measurements (260 ohms) and oversensing of noise on the ventricular channel. Fluoroscopy was performed and no evidence of a lead fracture was able to be observed. The noise and oversensing was able to be reproduced when the patient performed circular arm motions. As a result, a revision was performed and the rv lead was surgically abandoned and successfully replaced. All measurements with the associated implantable cardioverter defibrillator (ICD) were in normal range. No additional adverse patient effects were reported.